Event description:
Stent was being passed thru lacrimal duct into nasal passage, when retrieval hook broke off. Dr was able to retrieve the broken tip from the nasopharynx, and continued trying to pass stent. As the stent was coming thru, it came loose from the probe. This incident did not result in significant injury to pt, but was reported due to physician request.